Event description:
It was reported that a user experienced loss of cgm data transmission from a libre 3+ sensor to the ilet, with the pump displaying a ¿sensor error ¿ check back in 45 minutes,¿ and repeated rescans did not restore connection; the user replaced the sensor and contacted the cgm manufacturer while also entering a capillary blood glucose of 283 mg/dl into the ilet. Symptoms included a prior low glucose with shakiness treated with apple juice and subsequent thirst associated with hyperglycemia. Outcomes included transient low and high glucose readings without need for medical intervention or hospitalization. Investigation included phone-based troubleshooting and education with transfer to the partner organization for cgm support. Investigation of this case revealed persistent cgm signal loss to the ilet despite multiple rescans and a device prompt indicating a sensor error. It was concluded that the event was related to cgm signal loss and sensor error, and replacing the sensor and coordinating with the cgm manufacturer was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.